Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported broken keypad, which was reproduced. The device eval confirmed the (.), #2, #3, #4, #5, #6, #7, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed , 13 will be displayed. When in alphabetic mode and the "abc" key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it had a malfunctioning keypad. The customer stated the keypad was broken. There was no pt involvement.